Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent occlusion alarms. The customer's blood glucose (bg) level was in the 300 mg/dl range. Reportedly, multiple supply changes were performed in order to resolve the occlusion alarms. System check could not be performed as the occlusion alarms occurred in the past.